Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. Treatment and outcome of the peritonitis was not reported. Action taken with dianeal therapy was unknown. Additional information was requested but is not available.